Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: hardware, the light source switches off after approx. 15 minutes and reboots by itself, various error messages in the event log file. No harm to patient, user or third reported.

Manufacturer narrative:
Additional information added in section h6 medical device problem code the event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, " hardware the light source switches off after approx. 15 minutes and reboots by itself, various error messages in the event log file" could be confirmed. The root cause of the device failure could be traced back to a defective power supply unit, which caused a component fault and thus impaired the functionality of the entire system. The corresponding IFU is stating this "failure of products" clearly in section 3.9, page 10. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).